Manufacturer narrative:
(B)(6). Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a bankhart repair procedure it was reported that the flexible drill broke during drilling back to pull out the drill. The flexible drill was detached from the power instrument, so it was reconnected to drill back. Since the broken tip remained inside the bone, the surgeon dug small holes around the broken tip using a k wire and removed the tip with a grasper. It took approximately one hour to remove the broken tip. The patient's bone quality was hard. No patient injury was reported.

Manufacturer narrative:
One flexible twist drill for 2.3 suture anchors was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has separated with the flexible cable link from the shaft. The link is uncoiled a condition normally attributed to running the drill in reverse rotation. As reported the surgeon removed the drill from the insertion site in the reverse direction. Per the device IFU ¿maintain alignment while holding the curved guide steady and remove the drill bit from the insertion site with the drill bit rotating in the forward direction¿. No further investigation is required. (B)(4).